Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned 8/26/2015. According to follow-up information from the reporter there was no staples left inside the eea 28mm single-use stapler. The procedure was converted to an open procedure. There was unanticipated tissue loss and no adverse event was reported due to the delay in surgery. The colostomy is temporary. The patient is stable and doing well.

Event description:
Procedure: sigmoid resection. According to the reporter: the device was activated; it cut the tissues but did not apply the staples. Surgeon reported that a careful laparoscopic inspection was done and clips were not present in the abdomen, not in surgical field, and not on the table of the nurse. Inserting a hand into the abdomen, the surgeon touched the edges anastomotic but he did not find any clips inside of the tissues. Surgeon decided to change intervention with hartman (rectum closure and colostomy) to solve the problem. No reinforcement material was used. Surgical time was extended by more than 30 minutes , but there were no tissue damage and no blood loss of more than 250cc. Nothing fell into the patient cavity. The current health condition of the patient is good.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one eea 28mm single-use stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A microscope examination of the device displayed nicks on the knife blade. In addition, a deep knife impression and a cross cutting staple was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the staple line was properly formed. Functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition. The reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display increased trends. Replication of the observed secondary, unrelated to the reported condition knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.